Event description:
It was reported to philips that there was an issue with geometry movement. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the coronary ablation procedure, which was completed after two reboots. The customer reported that the table was locked and could not move. During the onsite visit by the philips field service engineer (fse), the system was found to be worked properly, and no malfunction was observed. The fse suspected that the customer may touch the lock button accidentally which caused the reported problem. To date, no further recurrence of this issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Troubleshooting found no issue with the system and the reported problem could not be reproduced. The system was confirmed to be operating per specifications and the fse deemed that the system was in use in good working order. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.